Event description:
It was reported by service report that the fowler would not stay up when weight was applied and the left fowler cylinder showed slight signs of leakage. No patient involvement or adverse consequences are reported.